Event description:
Initial reporter stated the scooter will run and stops abruptly with no warning. No injury.

Manufacturer narrative:
(B)(4). Initial pr #(B)(4) issued MFR report #1525712-2012-01785 indicating the manufacturer as invacare (B)(4). The actual manufacturer of this device is unknown. This product was discontinued in (B)(4) 2000. The owner's manual part number 1057431 is no longer available. (B)(4) - model fl3bsm, serial number/date code (B)(4) is approximately 13 years old. The owner's manual was issued with this device, however it is not known if the manual was received or if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The reporter of this event was contacted for additional information on this incident. It was learned that this device was purchased from another end user and the end user has been using this device for approximately one year. The malfunction has not been confirmed.

Event description:
Inital reporter stated the scooter will run and stops abruptly with no warning. No injury.

Manufacturer narrative:
(B)(4) model fl3bsm, serial number/date (B)(4) is approximately 13 years old. The owner's manual was issued with this device, however, it is not known if the manual was received or if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The reporter of this event was contacted for additional information on this incident. It was learned that this device was purchased from another end user and the end user has been using this device for approximately one year. The malfunction has not been confirmed.